Event description:
The user indicated a malfunction of the device before placement, however based on the available information the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury.